Event description:
Customer called to report that she was having higher readings compared to a hospital meter, all readings were taken within 10 minutes. She got readings from her precsion xceed meter of 184 mg/dl, 184 mg/dl and 224 mg/dl compared to lab results of 91 mg/dl, 101 mg/dl and 111 md/dl consecutively. These readings were plotted on the parkes error grid and they all fell in the "c" zone.